Manufacturer narrative:
(B)(4). Batch # r5940y. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. While firing the device at 2/3 of the firing it was noted that the third stroke was not possible as some resistance was felt. The reload was disassembled and damage on the one piece sled was noted. Proper cut and staple formation were achieve. In addition, the device was then tested with a test reload. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical gastrectomy for gastric cancer, could not fire and could not return the blade, opened the jaw manually with big force. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.